Manufacturer narrative:
Device received with critical pump error alarm and unable to download due to moisture damage on the electronic assembly. Unable to verify pump error 40/24 alarm due to unable to down load. Unable to verify battery power loss alarm due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received the open book image on the insulin pump screen. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had multiple insulin pump error alarm. Customer also stated that screen of insulin pump was turned off. Customer also stated that they was able to clear the insulin pump errors and power loss alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.